Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is cracked and the screen is white. Customer's blood glucose was unknown at the time of incident. No further details given.

Manufacturer narrative:
The insulin pump received with a solid non-flashing white lcd display due to broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The insulin pump also received with scratched case, pillowing keypad overlay, and minor scratched lcd window. No cracks found on the insulin pump during physical inspection.